Event description:
Procedure: infusion therapy. White cap closest to the needle on the tubing leaked when infusion started. There was no leaking with the flush prior to infusion. Once the port was accessed and the line flushed, fluid leaded from the white cap onto the patient. No known harm to patient.